Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01292. It was reported that following several falls the patient experienced ineffective therapy. Troubleshooting revealed all contacts to have high impedances on one lead. As a result, surgical intervention was undertaken wherein one lead was explanted. It is unknown which lead was explanted. Therefore, both leads will be reported.